Event description:
Additional information received from the consumer reported that the circumstances that led to the lead breaking in 2003 included the method of installation provided limited flexibility in the lead. The patient noted that the device had completely quit working and was replaced.

Manufacturer narrative:
Other applicable components are: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2006, product type: extension. Product ID: 3888-28, lot# j0228035v, implanted: (B)(6) 2002, explanted: (B)(6) 2006, product type: lead.

Event description:
The patient reported that their doctor didn't put their device in correctly, so the leads broke. This occurred in 2003. The patient had to have their device repaired. Medical records were obtained and a procedure was noted on (B)(6) 2006. The surgery was due to a malfunctioning dorsal column stimulator. It was found that the stimulator extension cord was traveling through the thorax rather than being subcutaneous to this and secondary to it being immobilized because of surrounding tissue. Fluoroscopy was used to identify the lead, the area around the lead was dissected, the anchor was freed, and the lead was pulled out of the epidural space. They then worked on finding the extension and it was determined to be on the top of the seventh or eighth rib. The extension could not be palpated even though the patient was very thin. This area was dissected but the extension was found to be below the ribs in the intrathoracic cavity. At this point the removal was aborted. The implantable neurostimulator (ins) battery was externalized and the extension was pulled as much as possible but the extension connection to the lead was well engulfed in surrounding connective tissue. At this point, the extension was cut through the abdominal wound and the lead was cut from the back wound and left in place. A 15 gauge epidural needle was inserted into the dorsal epidural space and a new lead was implanted midline until electrode 0 was at the bottom portion of the t8 vertebral body. Sensory stimulation was performed and all the painful areas were covered. The lead was secured in place with an anchor and the anchor was secured to the tissues. A new extension was tunneled to the epidural lead and the connection was covered with a condom. The condom was them secured in place with sutures. The extension was then connected to a new ins battery and the battery was placed in the pocket. The pockets were extensively irrigated with antibiotic containing solutions and the wounds were closed up. The patient tolerated the procedure well and was moved to the recovery room. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had 6 or 7 replacements of the battery. The consumer reported that the implant performed in 2007 or 2008 was the only one that lasted the life of the battery. Every time the device failed, there was a fracture in the cable. The other devices had lasted from a few months to maybe a year. It was further stated that the patient had been replaced twice in 2015. The reporting consumer then indicated that they did not know the event dates but that they knew the batteries did not last the full battery life and there was one time they did not think the battery lasted a month or two. It was reported that the 2002 leads were not covering what was needed. No further complications were reported.